Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device causes insufflation issues. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4)